Manufacturer narrative:
H6 medical device problem code was updated.

Manufacturer narrative:
The reported issue has been confirmed and a CAPA-crp-03163 has been initiated to further investigate. In addition, the reported device is part of a recall, event-2023-05729/res 93075. Please refer to the recall for additional details.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they are using the cardinal health (cah) brand syringes in the alaris infusion pump and experiencing medication delivering faster than it should. For example, if the pump is set to infuse over 13 hours, it is delivering medication in 6-7 hours as it is detecting incorrect volumes in the pumps. Example: the pump is detecting a volume of 7, but there is only a volume of 5, so it is administering faster than set as the pump believes there is more medication to deliver over the period of time. This has led to patients receiving "life sustaining" medication too quickly. The customer stated the pharmacy did their own testing using water in the cah brand 3ml, 6ml, 20ml and 35ml syringes in the alaris pump and each time the pump detected incorrect volume, stating 100% failure rate. The hospital is pulling all cah brand syringes from the floors, starting with critical areas, and will sequester product for investigation samples.